Manufacturer narrative:
Upon complaint review it was determined that false latching or no latching of siderails could result in serious injury, and therefore, this event will be reported. The tech replaced the siderail in order to resolve the problem.

Event description:
An account reported that the right hand siderail would no longer latch.